Manufacturer narrative:
G1 - mfg contact office country: correction. H3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿cassette not detected¿ was confirmed. The root cause was the downstream occlusion (dso) sensor and was replaced. The device passed all functional tests after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette was not detected. The event occurred during priming. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.